Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 67-year-old female patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage e, with a history of known coronary artery disease. Following device placement, no distal pulse was appreciated in the impella-accessed limb. A runoff angiogram demonstrated complete occlusion of the femoral artery. Vascular surgery was consulted, and the decision was made to remove the device. The patient subsequently required two fasciotomies for limb compromise. The patient survived to explant. The reported ischemia is consistent with access-related arterial occlusion in the setting of large-bore femoral arterial cannulation and severe cardiogenic shock, resulting in compromised distal perfusion that required surgical intervention and device removal.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected data d4 UDI updated/corrected.